Event description:
Consumer reported complaint for high blood glucose test results and error messages (e-2 and e-3). The customer did not provide the blood glucose test results of concern. Customer also stated the results compared to her cgm are "50 points higher"; meter to meter comparison results were not provided. The customer's expected blood glucose test result range was not provided. Customer stated that she knows that her blood glucose is high, and that she is trying to get it under control. The customer feels well and did not report any symptoms. Customer stated due to the high blood glucose test results obtained she had gone to see her doctor the day before. Doctor had advised customer to obtain a new cgm. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/15/2026 and open vial date was not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. H1: type of reportable event of serious injury is being submitted due to no defect being found on the returned products (meter and test strips). Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 12-may-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.